Manufacturer narrative:
The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 86298un20 through abbottlink data. The historical performance of reagent lot 86298un20 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 86298un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified for lot 86298un20. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I for lot number 86298un20 was identified. A review of the above logs did not identify information to indicate an instrument or sample integrity issue occurred.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
A clinician questioned a positive architect stat troponin-I result of 0.12 ng/ml for sid (B)(6). The sample was retested with a negative result of 0.02 ng/ml. The patient was redrawn (sid (B)(6)) with a negative result of <0.01 ng/ml. No adverse impact to patient management was reported.